Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test (B)(4). Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer stated that on saturday during lunch, blood glucose values were 49mg/dl and 200mg/dl. Sensor glucose values were 150mg/dl and 48mg/dl. Customer declined to troubleshoot for low blood glucose value. Insulin pump will not be returned for analysis.